Event description:
No additional information received from customer.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for inspection and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: after high temperature and pressure, there is fog inside the ccd glass. The insertion part is concave. The light guide hose is scratched. The rear light guide beam is damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: after high temperature and pressure, there is fog inside the ccd glass. This event is caused by components failure of the ccd glass. The insertion part is concave. This event is caused by components failure of the rigid tube. The light guide hose is scratched. This event is caused by components failure of the universal cable. The rear light guide beam is damaged. This event is caused by components failure of the optical fiber. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the rigid video scope had no 3-d images. The issue occurred during cleaning and disinfection. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.